Event description:
It was reported that the patient had the system removed and the lead broke, leaving a portion of the lead implanted. The patient experienced back problems and difficulty walking, and was scheduled to have an MRI. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient's back problems and difficulty walking preceded implantation of the device. The patient had multiple attempts at reprogramming before the leads were replaced. It was reported that the patient had no injury.

Manufacturer narrative:
(B)(4). This device was covered in (B)(4).